Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a five lumen polyurethane central venous catheter set separated. During removal of the second dilator, the wire guide was cut and subsequently separated. Ten centimeters of the wire was removed from the patient, and the remainder was retained in the intramuscular. As a result, the patient required imaging and device removal in the pavilion. No other adverse effects were reported for this incident.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was placed for femoral vascular access at 15:00 hrs on (B)(6) 2024.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the wire guide from a five lumen polyurethane central venous catheter set separated. The device was placed for femoral vascular access at 15:00 hrs on (B)(6) 2024. During removal of the second dilator, the wire guide was cut and subsequently separated. Ten centimeters of the wire was removed from the patient, and the remainder was retained in the intramuscular. As a result, the patient required imaging and device removal in the pavilion. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found relevant nonconformances that could have contributed to the reported failure mode. There are 100% inspections in place to identify this failure before shipping and all nonconforming material was scrapped. It should be noted that there were no other complaints associated with the final product lot number. Evidence gathered upon review of dmr and DHR, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the wire guide had been removed/manipulated while in the needle and caused damage to the wire. However, this possibility cannot be confirmed without additional information and/or physical examination of the complaint device. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.